Event description:
The customer returned their device to physio-control without specifying any failure. Physio-control observed during device evaluation that the device had the charge-pak and the attention indicator in the readiness display. The device could be powered on, but after a few seconds it would power off again. There was no information provided about patient use being associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 on the analog pcb assembly. This filter being electrically leaky caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.